Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned an analyzed. Analysis indicated that the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant procedure, there was placement difficulty with the right ventricular (rv) lead. After multiple repositioning attempts, the stylet "became harder and harder to remove from the lead each time." The lead became damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.